Event description:
Per the clinic, the patient was explanted (B)(6) 2013, due to pain with and without device use. The patient was reimplanted with another manufactures device during the same procedure.

Manufacturer narrative:
This report is filed january 30, 2014.

Manufacturer narrative:
(B)(4).